Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. A phaco handpiece was received for testing. A visual assessment of the returned sample revealed no obvious nonconformities. The handpiece was connected to a calibrated resistance breakout test box, where the connection between the input and output impedance of the sensor was found to be within specifications. When the handpiece was connected to a calibrated breakout test box, both the resistance and crystal dissipation between low electrode and high electrode were found to be within specifications. No particulates were observed in the handpiece. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100 percent ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The customer-collected debris (2 filters) was isolated and analyzed at manufacturing site. Reportedly, foreign material was observed. The filters were visually and microscopically examined, and the presence of foreign material was confirmed. Microscopic examination shows multiple metallic particles up to approximately 120 micron in length on the filter labelled photo. The metallic particles were isolated and analyzed. Analysis of the metallic particles identified elements including aluminum (al), titanium (ti), and vanadium (v). These elements along with the visual characteristics suggest the metallic particles are titanium. However, the exact origin of the particles remains unknown. The exact origin and quantity of the fibers and particles remains inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive and there is no indication that the handpiece manufacturing process contributed to the reported events. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported events is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the metal piece remained in the patient's eye after surgery during the use of an ophthalmic handpiece. During the next day's follow-up examination, a metallic-looking foreign material was found on the iris. The patient was scheduled for reoperation later to remove it. The foreign material was removed from the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).